Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation, however, during first inflation at 8 atmospheres for 15 seconds the balloon rupture. The device was removed and completed the procedure with another of the same device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
(B)(6).